Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis results are still pending. A different device was used for the implant procedure. No adverse patient effects were reported.